Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The iol product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been two other similar complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the cartridge split. Additional information has been requested.